Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 1800 mcg/ml fentanyl at an unknown dose, 200 mcg/ml clonidine at an unknown dose, 10 mg/ml bupivacaine at an unknown dose, and 20 mg/ml morphine at an unknown dose via an implantable pump for spinal pain. It was reported that beginning on (B)(6) 2017, critical pump alarms were heard and the patient experienced increased pain, nausea, and vomiting. No environmental, external, or patient factors were known to have led or contributed to the issue. The logs were read and it was noted that a motor stall occurred on (B)(6) 2017. The office refilled the pump on (B)(6) 2017 and updated it. The motor stall recovered on (B)(6) 2017, however another stall occurred on (B)(6) 2017 which recovered on (B)(6) 2017. The pump was set to minimum rate and a pump replacement was scheduled for (B)(6) 2017. The patient was noted to be "alive - no injury" and the cause remained unknown. It was reported on (B)(6) 2017 that they had not replaced the pump due to the patient's personal reasons. The hcp performed a dye study and the results showed the catheter was patent as they were able to get cerebrospinal fluid (csf) flow and the catheter tip was in the intrathecal space. It was noted that the patient and hcp were aware of the two unexplained motor stalls. Additionally, the hcp had not made any setting changes as they were still at minimum rate. The patient was to follow up with their pain hcp on monday to discuss the next steps. It was confirmed that at that time they would continue to monitor the patient and watch the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.